Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803. The device was not evaluated because the issue is a known inherent risk of the device. We will continue to track and monitor the trend.

Event description:
It was reported that a patient experienced dental implant loss and dental implant breakage. As a result, the dental implant was explanted. Loss of orientation of tooth 17 was also reported. The patient had a bridge teeth 15 to 17. Bone loss at tooth 17 resulted in fracture of the implant at tooth 15.